Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic coronary intervention and underwent percutaneous coronary intervention. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 10-16 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.